Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with poor visual outcome. The lens was exchanged for another lens model 01 year 09 months following the initial procedure. Clinical reason for explant was mentioned as glare and halo. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).